Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center image had frozen. The issue was found during an unspecified procedure. Patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation had bad color of the image, and white balance could not be set was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.